Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a systemic infection occurred. The organism was identified as actinomyces odontolyticus. A venous port was suspected as the source of the pocket infection but this was not confirmed. The implantable pulse generator (ipg) system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.